Event description:
A patient in (B)(6) was undergoing a dialysis treatment which included a cartridge blood line. Reportedly, ten minutes into the dialysis session an external blood leak was observed. Treatment was temporarily stopped and the blood in the extracoporeal circuit was returned to the patient.